Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Tried to pull out the first screw manually at the time of operation of the navel clippers nail, the tip of the driver broke. Finished the procedure with a substitute driver. The broken tip was removed out of patient body.

Manufacturer narrative:
The reported event that screwdriver blade, t10, ao was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by over torquing. The screwdriver blade was found to be broken from the tip. Microscopic inspection revealed a brittle fracture: the breakage is due to a torsional overload (too high torque applied). The fractured surface shows a peak that is surrounded by a diagonal fracture pattern. Such a fracture pattern is evident of fatigue failure due to high torsional load. In addition, marks of usages are visible on the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Tried to pull out the first screw manually at the time of operation of the navel clippers nail, the tip of the driver broke. Finished the procedure with a substitute driver. The broken tip was removed out of patient body.